Event description:
It was reported that the patient was not feeling well. Interrogation revealed the device was in vvi 65 mode due to a power on reset (por). The device was reprogrammed back to previous settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5534 implantable pacing lead 1998 (B)(6). (B)(4).